Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms and the cartridge tubing appeared to be discolored. The cartridge tubing was not discolored prior to use. The customer's blood glucose level ranged from 244-277 mg/dl and have been decreasing using the basal delivery via the pump. The contact changed the site twice and after the last alarm, the cartridge and infusion set was changed. After changing the cartridge, the customer had not experienced any further issues.